Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4092 lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that during a routine device change-out ventricular fibrillation (vf) occurred while the pocket area was cut with a radio knife. The ECG was checked using a monitor but the shape of the waves could not be confirmed due to the radio knife's electric potential during pacing. Considering that the vf wave was confirmed after the noise of the radio knife was gone, the vf occurred not spontaneously but most likely triggered by the radio knife. The replacement procedure was completed as planned. No patient complications have been reported as a result of this event.